Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation done with essure insertion procedure". On (B)(6)2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metorhagia (bleeding b/w periods)") and fatigue ("fatigue"). The patient was treated with surgery (on(B)(6)-2014 (hysterectomy (full),salpingectomy (bilateral), oophorectomy (bilateral)). Essure (ess205) was removed on(B)(6)2014. At the time of the report, the menorrhagia and metrorrhagia had resolved and the dyspareunia and fatigue outcome was unknown. The reporter considered dyspareunia, fatigue, menorrhagia and metrorrhagia to be related to essure (ess205). The reporter commented: discrepancy noted as per previous sourse document: (B)(6)2008 plaintiff received treatment for bleeding: menorrhagia, metorhagia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6)2007: essure confirmation test(s) (unspecified): bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation done with essure insertion procedure". On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metorhagia (bleeding b/w periods)") and fatigue ("fatigue"). The patient was treated with surgery (on (B)(6) 2014 (hysterectomy (full),salpingectomy (bilateral), oophorectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the menorrhagia and metrorrhagia had resolved and the dyspareunia and fatigue outcome was unknown. The reporter considered dyspareunia, fatigue, menorrhagia and metrorrhagia to be related to essure (ess205). The reporter commented: discrepancy noted as per previous source document: (B)(6) 2008. Plaintiff received treatment for bleeding: menorrhagia, metorhagia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: essure confirmation test(s) (unspecified): bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2020: pif received. Reporters information were added. Event:endometrial ablation done with essure insertion procedure added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metorhagia (bleeding b/w periods)") and fatigue ("fatigue"). The patient was treated with surgery (on (B)(6) 2014 (hysterectomy (full),salpingectomy (bilateral), oophorectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the menorrhagia and metrorrhagia had resolved and the dyspareunia and fatigue outcome was unknown. The reporter considered dyspareunia, fatigue, menorrhagia and metrorrhagia to be related to essure (ess205). The reporter commented: discrepancy noted as per previous source document: (B)(6) 2008. Plaintiff received treatment for bleeding: menorrhagia, metorhagia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2007: essure confirmation test(s) (unspecified): bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: plaintiff fact sheet received. Event "injury" nos was replaced with the events: pain: dyspareunia (painful sexual intercourse), bleeding: menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), fatigue. Reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.